Event description:
It was reported that during a lap colectomy procedure, the device could not be clipped properly and the clips fell out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.